Event description:
A device was returned to a third-party service center due to an allegation of low o2 and the device whistling. During the evaluation of the device at the third-party service center, the device was visually inspected, and found power cable was burnt. Additionally, the service technician also noted sieve was noisy (whistling), tube braided silicone needs to be replaced, manifold and opi concentrator tubing are out of use was yellowed and fissure and was losing air, spring kit was rusty, flowmeter was broken, overlay kit was broken, inside the unit was very dirty the front and rear cabinet need to be replaced, inlet filter need to be replaced for preventive maintenance. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.